Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The hcp reported that the patient¿s device was currently working and had been turned off. They had no further information. There were no further complications reported or anticipated.